Manufacturer narrative:
On 10/3/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White and red material was observed within the device. White material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. The lot number wasn't visible due the patch was found cover up with dry saline solution. At this point is not possible to determine the etiology of the white and red material found on the device. A root cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor breast implants of unknown type and experienced deflation on the left breast implant and calcification of capsule on the right breast implant. The calcification was found during surgery. The deflation was noticed by the patient. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 325cc, catalog number 3502325, serial number (B)(4), lot number 7338948 on the left breast implant and with saline mentor smooth round moderate plus profile 325cc , catalog number 3502325, serial number (B)(4), lot number 6895886 on the right breast implant on (B)(6) 2018. The patient had fully recovered and improved after the surgery. The patient was not hospitalized.